Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz catheter was unable to pace during use. Pacing was attempted after catheter insertion, but it did not work at all. The issue was resolved by replacing the catheter. Information including kind of surgery/examination the catheter was used for and if the patient had cardiac conduction defect was unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
A product evaluation was completed on the returned bipolar pacing catheter. The reported event of pacing issue was confirmed. Continuity testing confirmed full open condition in proximal circuit. Distal circuit was continuous. Proximal lead wire was broken at 0.7" from tip. Balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min. Without leakage. No visible damage was observed from the balloon, windings and catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Pacing difficulty during use was confirmed through the product evaluation. As part of the manufacturing process, 100% of the units go through an electrical continuity inspection process. Based on the available information, the complaint for pacing issue cannot be associated to the manufacturing process defect. Therefore, a root cause could not be determined at this time.